Manufacturer narrative:
Exact date unknown, event occured the date the device was explanted.

Event description:
It was reported that the patient did not have bladder control following an implant procedure. The patient underwent an explant procedure.